Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had occluded. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer received no delivery alarm during a bolus. Customer assisted to perform a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer reports that insulin did not exit with plunger push. The device will be returned for analysis.